Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that up button of the insulin pump had unresponsive error and were hard to press, also 2 buttons seemed that they were melted. Customer stated insulin pump had scratches on screen, hairline crack and missing piece from battery case, insulin squirts from cannula when priming, no delivery once in a while. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.